Event description:
Product analysis was performed on the returned generator and lead. The generator had reached end of service condition due likely to being struck by electro surgical equipment during the explant procedure. Once the end of service condition was reset, proper functionality of the generator in its ability to provide appropriate programmed output current was verified. The pulse generator performed according to functional specifications. Product analysis did not confirm any lead fractures or discontinuity; however, note that a large portion of the lead assembly including the electrodes were not returned and therefore a complete evaluation could not be performed on the entire lead product. During a visual analysis of the returned lead portions what appeared to be pitting and rust-like deposits were observed. A definite cause of the pitting could not be determined. Abraded openings were found on the outer silicone tubing and cut ends made likely during explant procedure likely provided leakage path for dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. The setscrew marks found on the lead connector pin provided evidence that at one point in time a good mechanical and electrical connection was present. The condition of the returned lead portion was consistent with conditions that typically follow an explant procedure. No other obvious anomalies were noted. No further relevant information has been received to date.

Event description:
The suspect product was received by the manufacturer for product analysis, however, product analysis has not been completed to date. No further relevant information has been received to date.

Event description:
It was reported that the patient had a lead revision performed due to the high impedance detected and a reported lead fracture identified from an x-ray by the physician. The patient's generator was prophylactically replaced. The explanting facility historically does not return explanted products, therefore, return of the suspect product is not expected to date. No further relevant information has been received to date.

Event description:
It was reported by the nurse practitioner (np) that the patient's device was checked and high impedance was observed. The device was programmed off and the patient was sent for x-rays. The np further explained the patient had an increase in seizures at (B)(6). It was further reported the magnet was swiped and the seizures were not aborted. Additionally, it was reported the patient's voice alteration, which would normally occur with stimulation, was no longer present. It was explained to the np this was most likely a lead issue and the patient would require a lead revision. No known surgical interventions have occurred to date.